Event description:
Information was received from healthcare professional via field representative regarding patient with pre-op diagnosis- lumbar degenerative kyphoscoliosis involved in the reported event. Levels implanted- l2-s2ai. It was reported that during use, rod broke. There was no broken fragment left in the patient's body. Revision surgery- rod replacement, reinforcement with mrc was performed and explanted the product completely. Product used correctly according to the directions given in the IFU/labeling. There was no delay in overall procedure time. Patient was not hospitalized or prolongation of existing hospitalization necessary. Initial surgery: it was performed in three stages. 2021.3.3, t10 / 11/12 / l1 / 2: asf and t10-l2: psf; 2021.4.9, l2 / 3/4/5: olif; 2021.4.25, t10-s2ai: psf and l5 / s: tlif. Mdt product used in the initial surgery- v5 and pt. On 2022-feb-16, received additional information that, there were no patient symptoms or complications reported as a result of this event. Patient status- going well. Allegation of the product is broke, and no fragments left in the patient's body.

Manufacturer narrative:
Model#- 1556300500 is not marketed in the us, but is similar to other marketed devices. Thus, it is reportable for malfunction, not serious injury, although surgical intervention did take place. This product is not approved for sale in us but a similar device with catalog# 1556200500, 510k# k131321 and UDI # (B)(4) is approved for sale in us. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10: radiographic image review result- ap and lateral post-op x-ray multi-level t & l fusion. Ap shows od fracture at l-s junction on one side fusion status is unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9, h3, h6 h3. Device evaluation summary: product analysis #278627043:part # 1556300500 visual and optical inspection revealed the rods were returned bent and broken. Optical inspection revealed multiple surface scratches and indentions from the tightening of the set screw when placed in the head/tulip of the screw. Microscopic inspection revealed partial brittle surfaces and smearing throughout the fracture surface. This type of damage is consistent with bend stress overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.